Event description:
The lay user/patient contacted lifescan alleging the meter has blood smeared on the display and cannot clean it off, making it hard to read the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.